Manufacturer narrative:
(B)(4) fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191 flexitrunk infant nasal tubing was found damaged during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Corrections: g1. Method: the complaint bc191 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. The healthcare facility also provided additional information relating to the reported event upon request. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the complaint device revealed that the tubing was found damaged between the second and the sixth at the midline connector side. The film of the tubing was also observed to be wrinkled and torn, indicating that force was applied, causing the tube to deform and break. Thus, this indicates that the tubing was pulled to an unintended extension. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the bc191 flexitrunk infant nasal tubing. Based on our knowledge of the product the tubing was likely subjected to excessive force during patient use. All bc191 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.

Event description:
A healthcare facility in australia reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191 flexitrunk infant nasal tubing was damaged during patient use. The healthcare facility reported that the flexitrunk was lifted off the patients face, causing the white rainout tubing to snap. The patient experienced a loss of peep (positive end expiratory pressure) and the rd900 f&p neopuff infant resuscitator was used to maintain peep whilst a replacement cannula was being set-up. No further patient consequences were reported.